Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in an adult female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's medical history included cyst. Previously administered products included for an unreported indication: depoprovera in (B)(6) 2009. Concurrent conditions included amenorrhea since (B)(6) 2010 and weight gain since (B)(6) 2010. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as paracetamol (tylenol) since 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amenorrhoea ("amenorrhea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, amenorrhoea, female sexual dysfunction, fatigue, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Lot number: 627751; manufacturing date: 2008-08; and expiration date: 2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in an adult female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's medical history included cyst. Previously administered products included for an unreported indication: depoprovera in (B)(6) 2009. Concurrent conditions included amenorrhea since (B)(6) 2010 and weight gain since (B)(6) 2010. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as paracetamol (tylenol) since 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression"), anxiety ("mental anguish"), back pain ("back pain"), abdominal pain ("abdominal pain") and amenorrhoea ("amenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety, back pain, abdominal pain, weight increased and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received- case was upgraded from non-serious incident to serious incident. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.